Event description:
It was reported that an asymptomatic patient presented in the or for rf ablation and the device went into back-up vvi mode. A successful download was performed and the device returned to normal operation. The patient is in stable condition.